Event description:
Through the manufacturer¿s periodic programming history review, it was found that high impedance was observed on system diagnostics performed. Although another system diagnostic test was performed which showed the high impedance was resolved, it was performed about an hour and a half after the first test, which is potentially enough time for a lead revision. The patient and lead information is unknown. No other information is available.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.